Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, partially explanted: (B)(6) 2020, product type: catheter ,product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10 mg/ml at an unknown dose rate) via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient's therapy was doing great. The expected pump reservoir volumes and actual pump reservoir volumes were all within normal limits as per the physician. While performing an end-of-life pump replacement, the physician tried to aspirate the catheter and was not able to get enough fluid out. So, the physician then replaced the pump segment of the catheter and was still unable to aspirate. A proximal catheter revision was performed. The physician decided to push the remaining medication that was in the catheter and it flushed correctly. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been not applicable. The patient's weight and medical history were unknown. The patient was without injury regarding their status as of (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on 2021-may-18. It was reported that the issue was resolved after the catheter revision, and the devices were discarded.